Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 120 and 84mg/dl. Tests were done within 2 mins. "Pt using same fingerstick." Pt did not experience any adverse events. No further info has been reported.